Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirms the reported event of intermittent out of range. The complaint device was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the transmitter failed. The customer complaint of intermittent out of range was confirmed and the root cause was determined to be a defective transmitter.